Manufacturer narrative:
Updated data: b5: event description continuation of d10: brand name confida; product type: guidewire brand name zmed balloon; product type: dilation balloon, h6: patient and device code additional codes - imf health impact and img component codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) no n-medtronic balloon (zmed). During the implant of the valve, the deployment starting point was at the bottom third of the pigtail. Prior to the valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm and 4 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth on the ncc was about 14 and on the lcc was about 15. A confida guidewire was used during the procedure. Following the valve implant, right bundle branch block (rbbb) was observed. The patient was reported to be doing well and discharged 48 hours after the procedure. No additional adverse patient effects were reported.

Event description:
Additional information was received that a permanent pacemaker was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, product lot/serial number (B)(6), product type: compression loading system (cls); product ID: d-evolutfx-34, product lot/serial number (B)(6), product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ventricle on release to a depth of 12-14mm. Due to sievers 1 bicuspid anatomy, the patient had severe paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed with a 28mm zmed balloon, but it did not decrease the pvl. The physician decided to implant a non-medtronic valve (29mm edwards sapien s3), which successfully treated the pvl. No additional adverse patient effects were reported.